Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's stimulation "quit working". It was reported that when the patient turns on stimulation it "just about blows his hands off instead of blocking the signal to his spine". It was noted that the device had "worked so well for 3 years". The patient saw a company representative, but they were unable to solve the issue. It was stated that the patient was "very despondent" about this, as well as "beyond disappointed". It was noted that the patient was "in horrible pain with nowhere to go". It was mentioned that the patient had begun the process of help through the "(B)(6)" or "(B)(6)" and he "hoped to have assisted suicide as an option". Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3986a, lot# n247543, implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their stimulator had not worked very well prior to their previous report on (B)(6) 2014. The patient noted their stimulation was still implanted and not used as of (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they received a replacement patient programmer and recharger but it was not working. The patient stated it won¿t take a charge. The device would not communicate with the recharger. The patient last felt stimulation in (B)(6) 2014 and the last charging session was more than one to three months ago. The patient was redirected to their healthcare provider (hcp) for physician mode recharge (pmr) to address possible overdischarge. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a pain stimulator that was not on and did not work. It was noted that the stimulator worked great after implant. However, about a year after implant the stimulation moved from covering the pain in the neck to sending stimulation down the arm. The patient stated that they tried to reprogram stimulation for a year after that. It was noted that they were never able to get stimulation to where the patient needed it. The patient stated that the last time they tried to reprogram was (B)(6) 2013 and they were unsuccessful. The patient was implanted with a pump and since that time they had not used the stimulation system and the stimulation was currently not on. The patient stated the stimulation had been turned off for about eight or nine months because it could not be programmed to cover pain.